Event description:
I went into my eye doctor having experienced discomfort in my eyes. After testing, she had me stop wearing my contacts, and put me on new medicine to rid my eye of the infection. Today, 11/22/06 I read that advanced medical solution's product was pulled from the shelf, and this is the product I had been using to clean my contacts. Last week, after seeing the eye doctor, I had thrown away all of my contact solutions and so forth because she had said I should stop wearing contacts for the next few months. I went back to her today, as the infection is also in my left eye, and she has put me on a new medication. Is there anything further I should do or be concerned about? Thank you.